Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the splint in the handle of the instrument is falling out. The complaint condition was discovered post-operatively and it was reported that there was no patient involvement associated with the complaint event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Synthes manufacturing location identified upon receipt of device and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation has shown that the splint from the blue handle of the returned inserter is indeed broken. It is clearly visible that the top of the inserter, as well as the surface of the t-handle, the blue handle, and the chuck have been struck with heavy hammer blows. In this relation, it is important to note that the technique guide suggests gentle blows should be applied on the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary, the hammer guide should be used. Further investigation has shown that this instrument was manufactured in august, 2006. Due to the wear marks at the whole part, it is likely that heavy hammer blows over a long period of time has led to this damage. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.